Event description:
The user was unable to ligate a clip properly during a laparoscopic cholecystectomy. Therefore, a new unit was used to complete the operation.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product auto endo5 ml lot # 73e1900683 was manufactured on 05/27/2019 a total of (B)(4) pieces. Lot was released on 06/04/2019. DHR investigation did not show issues related to complaint. The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw loose and extruding from the channel. The returned sample appears used as there is biological material present on the device. Functional inspection could not be performed due to the bottom jaw being loose. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. Additionally, one of the pivot holes on the channel for the bottom jaw was damaged. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. A CAPA has been opened to further investigate this issue. Multiple root causes have been identified for clip stacking issues, centered around design and manufacturing related root causes. Additionally, user error can contribute to clip stacking issues. Corrective actions are being implemented via the CAPA. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A CAPA has been opened to further investigate this issue. Multiple root causes have been identified for clip stacking issues, centered around design and manufacturing related root causes. Additionally, user error can contribute to clip stacking issues. Corrective actions are being implemented via the CAPA. The reported complaint of "clip(s) not closing/locking" was confirmed based upon the sample received. The device was returned with its bottom jaw out of position. The sample was returned with 4 clips remaining, indicating that 11 clips were fired by the end user. It was found that the clips were out of position and stacking on one another which would prevent the clips from loading properly into the jaws of the device. A CAPA has been opened to further investigate this issue. Multiple root causes have been identified for clip stacking issues, centered around design and manufacturing related root causes. Additionally, user error can contribute to clip stacking issues. Corrective actions are being implemented via the CAPA.

Event description:
The user was unable to ligate a clip properly during a laparoscopic cholecystectomy. Therefore, a new unit was used to complete the operation.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation is pending. Teleflex will continue to monitor and trend related events.